Manufacturer narrative:
The main board was received into the carefusion failure analysis lab for eval. The main board was installed in known good unit, powered on and the reported issue was duplicated. Issue was isolated to the exhalation flow transducer carefusion has initiated an internal corrective action through our corrective and preventative action system to address the issue.

Event description:
The foreign distributor in (B)(6) reported that while on a pt, the vent alarmed xdcr fault, all alarms were functional. The vent was switched out with no pt harm.

Manufacturer narrative:
(B)(4) . Based on the information provided by the foreign distributor, carefusion technical support determined that the reported issue was mostly likely caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it back into service. In addition, carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 05/21/2015, the alleged faulty main board has not been received. In addition carefusion has requested from the distributor additional information regarding the reported event and pt information. As of 5/21/2015, there has been no response from the distributor.